Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose 516 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. The customer treated with the insulin pump. Customer stated that they received failed battery alarm. Customer states that monitor the insulin pump. The insulin pump will not be returned for analysis.